Event description:
It was reported that during a prostrate procedure there was a "decrease in fiber efficiency". A second fiber was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Fiber analysis: the fiber exhibited a circumferential fracture of the glass cap distal to fiber/cap fusion zone. The metal cap has burnt on detritus and devitrification of cap at output window. Based on the analysis findings the fiber/cap conditions may cause forward firing. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, the fiber cap wear was accelerated.